Event description:
A malfunction was reported when the caller's pump screen would not turn on. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer to attempt various troubleshooting steps, but the display only turned on when the pump was plugged into a power source. The resolution involved sending a replacement pump, and the customer was advised to keep the current pump plugged in to access its features until the new pump arrives. The customer agreed to return the problematic pump using a pre-paid label and planned to use manual insulin injections in the interim to ensure continuous insulin delivery.